Event description:
Spontaneous. Patient reports pump running slower than normal with last infusion. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? It finished without switching. No missed dose reported. No further information. Reported to (B)(6) by pt/caregiver.